Manufacturer narrative:
(B)(4).

Event description:
It was reported that guidewire coating was peeled off. The target lesion was located in the right tibial artery. A 300cm, 8cm v-18¿ control wire¿ was advanced to the lesion. However, during procedure, the coating peeled off inside the patient's body. Subsequently, the coating was retrieved through aspiration catheter. The procedure was completed with a different device and balloon angioplasty was done. No complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. Unit returned with its original pouch, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The device has the polymer section shrunken in the distal section at 3.8cm from the distal tip, the distal end was inspected and it does not have evidence of missing coating. Dimensional inspection of the overall length, outer diameter (od) middle of the device, od proximal section, and od distal tip was performed and all are within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guidewire coating was peeled off. The target lesion was located in the right tibial artery. A 300cm, 8cm v-18¿ control wire¿ was advanced to the lesion. However, during procedure, the coating peeled off inside the patient's body. Subsequently, the coating was retrieved through aspiration catheter. The procedure was completed with a different device and balloon angioplasty was done. No complications were reported and the patient's status was fine.